Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was evaluated. An exterior visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.